Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture, residue and debris on lens. Visual inspection found no visible damage to the lens and there was residue and debris on lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.00/+3.0/089 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2019 but the problem was not resolved and the lens was explanted. The lens was exchanged for a different model lens and the problem was resolved.